Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had an error 113 (reduced water temperature control) and the patient temperature could not decrease during use. The arctic sun device was switched to the second one and was under investigation at imi. After investigation, a mixing pump failure was found. The customer requested to investigate the mixing pump because it was checked by scheduled maintenance on (B)(6) 2020. At present, the system hours were 3514hrs and the pump head was replaced at 1814 hour, however it did not reach the time to replacement next time. Per follow up via ibc on (B)(6)2021, the replacement has not been done, and the issue has not be resolved yet. The patient completed therapy on second device.

Event description:
It was reported that the arctic sun device had an error 113 (reduced water temperature control) and the patient temperature could not decrease during use. The arctic sun device was switched to the second one and was under investigation at imi. After investigation, a mixing pump failure was found. The customer requested to investigate the mixing pump because it was checked by scheduled maintenance on (B)(6) 2020. At present, the system hours were 3514hrs and the pump head was replaced at 1814 hour, however it did not reach the time to replacement next time. Per follow up via ibc on (B)(6) 2021, the replacement has not been done, and the issue has not been resolved yet. The patient completed therapy on second device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. The device was initially evaluated at imi. It was diagnosed as mixing pump head failure. No repairs were made at imi. The mixing pump head was sent for further evaluation. Upon additional feedback, to evaluate the pump head it was configured as a circulation pump by the dymax service technician instead of in a mixing pumps configuration and position. Testing the head in this position instead of in the mixing pumps configuration and position (reported issue stated mixing pump had been removed) in the test device resulted in proper water circulation from the head. The evaluation indicated that regardless of the pump heads position in the test device, resulting in normal flow being reproduced. No repairs were made as the pump head was scrapped. The unit passed all testing. The device history record and labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.